Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became unable to communicate with external device. It was also reported that the ipg has not been functioning for the last couple of years as well as the patient has had surgeries and the patient's ipg was not placed into surgery mode. As a result, surgical intervention may be undertaken at a later date to address the issue.